Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the precision aiming device used by the surgeon appears to have a stripped lower adjustment screw. The surgeon used pliers to tighten the precision aiming device screws during surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. The lower locking screw had seized. There were tool marks on the handle. The reported event was confirmed. The device was replaced and there were no further issues.

Manufacturer narrative:
Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Replacement biopsy guide shipped to site (B)(4) 2013. Medtronic representative following-up reported the part was received and verified functionality. Suspect device has not been returned to manufacturer for evaluation.